Event description:
It was reported that the user swam while wearing the ilet, after which the device would not power on, consistent with moisture damage and involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed moisture-related damage associated with leakage at the seal. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.